Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set there damage and leakage occurred. This is report 2 of 2. There was no report of patient impact. The following information was provided by the initial reporter: level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Ahs optional report to cmdsnet (health canada): incident details: alaris tubing would not prime past 0.2 micron filter. Crack noted along back of filter where tpn was found leaking through. New tubing obtained and primed without incident. Unexpected or prolonged care? No. Frequency of problem: recurring.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
One sample model 10010454 lot 23075397 was returned for investigation. The set was examined for defects and abnormalities. A crack was observed on the bottom of the filter. No other defects or abnormalities were observed. The set was attached to an IV bag filled with water and was leaking from the crack at the bottom of the filter. No occlusions were observed. The customer complaint that the filter was damaged was confirmed. A quality notification has been sent to the supplier. From the supplier investigation, during a water pressure flush attempt via handheld syringe, the reported housing leak was noted. The implicated filter was next forwarded to the filter manufacturing location where the visible crack along the housing seal edge was evident. A close look at the crack showed a pattern of micro-fissures or tiny cracks along its length, a condition often referred to as ¿crazing¿, which can stem from the chemical degradation of the housing material that may not be compatible with all fluids that make contact with it, especially those containing alcohol or similar solvents. The investigation determined that because the manufacturing process uses no solvents capable of creating the crack damage noted on the return and has no processing steps that would expose the assembled filter to high internal pressure, the crack damage observed was likely the result of exposures it experienced post filter assembly. Similarly, certain end use fluids may be capable of clogging the vents preventing the passage of air thereby inhibiting priming and flow, or they may serve over time to saturate the vent and provide a pathway for fluid leakage. Given the saturated appearance of the vents, that had no signs of filter assembly caused damage, the filter manufacturing process and materials have been ruled out as being contributory. The customer complaint database was reviewed, and this was the first reported instance of a housing weld leak concern reported for this product. A device history record review for model 10010454 lot number 23075397 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.